Event description:
After the implant, the device was found to have apparently shorted in the pocket at dft testing; an attempt to re-deliver therapy was unsuccessful. External therapy was used to successfully convert the patient. The device went into backup and was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset and output anomaly was confirmed in the laboratory. Upon receipt, the device was found in backup mode. The reset occurred during a dc fibber induction episode which the device attempted to delivery therapy. The therapies were aborted due to excessive shock current and detection of possible output circuit damage. Analysis confirmed that a component on the high voltage output circuitry was damaged.